Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and an intracardiac resistance issue occurred. A transseptal puncture was made using a baylis nrg needle. Following the transseptal puncture, the physician wanted to move the vizigo sheath through the transseptal. The physician described advancing the dilator through the sheath to position it just before the distal end of the vizigo sheath. The physician then advanced the guidewire through the dilator and out of the sheath to guide the dilator across the transseptal. The physician was attempting to push the vizigo sheath through the transseptal puncture using the dilator and it would not go across. There was resistance. When this occurs the physician often uses an inoue toray dilator (different product). When he pulled the vizigo sheath out to swap it with the toray dilator, he noticed the distal end of the vizigo sheath looked strange. Upon further inspection, it appears the dilator was pushed through the small hole on the side of the distal vizigo sheath. He suspects that the guidewire accidentally went through this small hole and then the dilator was pushed through it as well. As a result, the opening to the vizigo sheath was flattened. No patient consequence. The intracardiac resistance issue described was assessed as an MDR reportable malfunction. The dilator exiting an irrigation hole described was assessed as non MDR reportable. The risk of patient harm is considered remote.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. A transseptal puncture was made using a baylis nrg needle. Following the transseptal puncture, the physician wanted to move the vizigo sheath through the transseptal. The physician described advancing the dilator through the sheath to position it just before the distal end of the vizigo sheath. The physician then advanced the guidewire through the dilator and out of the sheath to guide the dilator across the transseptal. The physician was attempting to push the vizigo sheath through the transseptal puncture using the dilator and it would not go across. There was resistance. When this occurs the physician often uses an inoue toray dilator (different product). When he pulled the vizigo sheath out to swap it with the toray dilator, he noticed the distal end of the vizigo sheath looked strange. Upon further inspection, it appears the dilator was pushed through the small hole on the side of the distal vizigo sheath. He suspects that the guidewire accidentally went through this small hole and then the dilator was pushed through it as well. As a result, the opening to the vizigo sheath was flattened. No patient consequence. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 12-dec-2024. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that one of the irrigation holes in the tip was bumped. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history review was performed for the finished device batch number, and no internal actions were identified. The bumped tip could be related to the intracardiac resistance and dilator exit issues reported by the customer, the complaint was confirmed. The potential cause of the bumped tip could be related to the manipulation of the device and dilator during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It was noticed the event date was inadvertently omitted from the 3500a initial MDR, as such, field b3. Date of event has now been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).